Event description:
Medical device - nebulizer, apparently overheated and caught fire. The device was consumed by the fire leaving only the metal parts (motor). The plastic casing of the device while burning damaged a nightstand on which it was sitting and a privacy curtain in the room. The room had extensive smoke damage. The occurrence happened while in use by a pt while receiving an aerosol breathing treatment of .5cc proventil and 2.5cc of normal saline which was ordered as needed for congestion.